Manufacturer narrative:
Approximate age of device- 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018 it was reported that the patient was admitted on (B)(6) 2019 for purulent drainage on driveline dressing noted at clinic visit. Patient denied new drainage, fever, or chills. Patient was started on intravenous vancomycin and zosyn while holding keflex. Wound, blood, and urine cultures were sent in. Patient stated she was not always compliant with daily dressing change. On (B)(6) 2019, wound cultures showed +gpo and staphylococcus aureus. Patient continued with intravenous antibiotics and anticoagulation held for supratherapeutic international normalized ratio (3.8). Driveline was debriefed on (B)(6) 2019, heartmate 3 and all related components were removed on (B)(6) 2019 and patient was put on a temporary rotoflow lvad with chest open. Patient was washed out and had staged chest closure over the next three days. Patient was re-implanted with heartmate3 on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's aware date was inadvertently omitted from previous report. The correct date was aug 14, 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.